Manufacturer narrative:
Initially, it was reported that a hemostatic valve separation issue occurred. The biosense webster, inc. Product analysis lab received the device and observed the hemostatic valve was broken in the star section. The hemostatic valve issue remains assessed as MDR reportable. The additional finding of the broken hemostatic valve was also assessed as MDR reportable with an awareness date of (B)(6) 2023. The device evaluation was completed on (B)(6) 2023. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and at the end of the pulmonary vein isolation (pvi) case, it was noticed that the hemostatic valve of the vizigo¿ sheath was broken and they were seeing bleed back from the sheath. As it was the end of the case, the vizigo¿ was removed when the case had concluded. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken in the star section, and a bent mark was detected between electrodes 3 and 4. A microscopic examination of the hemostatic valve surface showed stress marks on the damage. The broken condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Device history record was performed for the finished device number lot 60000202 and no internal action related to the complaint was found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The issue reported by the customer was confirmed. The root cause of the damage between the electrodes could be related to the excessive force or manipulation of the device during the procedure; however, this cannot be conclusively determined. The optimal device performance guide (odp) contains the following caution: always insert a dilator straight into the center of the sheath's valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer¿s reported hemostatic valve issue. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the bent mark observed between electrodes. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and at the end of the pulmonary vein isolation (pvi) case, it was noticed that the hemostatic valve of the vizigo¿ sheath was broken and they were seeing bleed back from the sheath. As it was the end of the case, the vizigo¿ was removed when the case had concluded.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).